Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: upon first use of the scope the scopes image is inconsistently blurring. Able to focus one minute outside body and instantly upon inserting through trocar becomes blurry: (B)(6) the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be rough handling during sterilization and/or product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.